Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 3006705815-2020-33035.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-33035. It was reported the patient experienced an infection at the scs system lead site. It was undetermined when the infection first started for the patient. Consequently, the patient's scs system leads were removed.